Event description:
It was reported that far field sensing of the p-wave in the ventricle was observed. The lead will be revised.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The pace/sense portion of the lead was capped in 2009. The defib portion remains active.